Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Cartridge pan dislodged, incomplete firing cycle, spring cartridge lockout conclusion: the analysis showed that the tsw35 device was received in good visual condition and with a tr35w reload not loaded in the device. The reload was received with the pan slightly opened on the sides and partially engages. Upon further inspection, it was noted that one wedge sled was out of position, making the reload non-functional. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. In addition, the device was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The reload was loaded and did not fall out during functional testing.

Event description:
It was reported that during an unknown procedure, the metal piece/base of the reload broke off of the reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient.